Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4), implanted: (B)(6) 2012; product ID (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported the right atrial (ra) lead experienced far field r-wave sensing and a lead warning for impedance "near" two hundred ohms; this has been a reading stable since implant. No known programming changes and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.